Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the device was explanted due to improper electrode placement. The device was explanted on (B)(6), 2011 and the patient was reimplanted with another device during the same surgery.

Manufacturer narrative:
(B)(4).